Event description:
Balloon was being used in the middle lad which was approximately 99% stenosed. The balloon took approximately 5 minutes to deflate completely. The pt was diagnosed w/angina pectoris & had abnormal st changes. The second deflation took approximately 1 minute. The third deflation took approximately 10 minutes to deflate completely.